Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event, the patient was sleeping when their child noticed a high alarm on the patient´s phone. The cgm reading was reading an unknown high number, but no specific number was reported regarding the event. However, it was confirmed the cgm was reading numbers during the event and did no display high. The child treated the patient throughout the day with insulin, including 20 units given over 6 hours, but the cgm reading did not go down. When the patient started to experience vomiting, the child called the emergencies. The patient was brought to the hospital and was treated with intravenous insulin. Blood glucose readings were taken, but the reporter did not remember any specific blood glucose reading. The child stated that the patient was admitted into the intensive care unit (ICU), and that they took blood from the patient´s artery. The patient was admitted for a total of 5 days, before they were discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.